Manufacturer narrative:
Philips service replaced the tso geometry module and released the equipment for use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the arch button failure affecting geometry movements occurred on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.